Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis in the right leg, pancreatitis and contraindication to anticoagulation therapy. The filter was deployed via the patient's left common femoral vein. It was placed just below the renal veins and appeared to be aligned in the appropriate position. Computed tomography (CT) scans done approximately ten years and five months after the index procedure were re-evaluated eleven years and three months after the index procedure. The scan images show the superior end of the trapease filter was at the l1-l2 interspace. The inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 5 mm. One (1) anterior strut perforates the ivc wall 4 mm and contacts the bowel. Two (2) medial struts perforate the ivc wall both 4 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 5 mm and contacts the l2-l3 disc. Two (2) lateral struts perforate the ivc wall both 3 mm and reside within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. There is one lateral fractured strut. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, perforation of filter strut(s) outside the wall of the inferior vena cava (ivc), perforation of filter strut(s) into organs and fracture of one lateral filter strut. The patient became aware of the reported events eleven years and three months after the index procedure. The patient continues to experience a burning sensation under her breast and worry.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2 and h4. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs, and fracture of one or more of the filter struts. The patient reported becoming aware of the events approximately eleven years and three months post implant. The patient also reports experiencing a burning sensation of the breast and worry. According to the implant record the indication for the filter implant was a right leg deep vein thrombosis and a history of pancreatitis and contraindication to anticoagulation. The filter was placed via the left common femoral vein and deployed just below the renal veins and appeared to be aligned in the appropriate position. A computed tomography (CT) scan, done approximately ten years and five months post implant and evaluated eleven years and three months post implant, indicated the superior end of the trapease filter was at the l1-l2 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5 mm. One anterior strut perforates up to 4 mm and contacts the bowel. Two medial struts perforate up to 4 mm and two lateral struts perforate up to 3mm and reside within the soft tissues. One posterior strut perforates up to 5 mm and contacts the l2-l3 disc. There is one lateral fractured strut. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural or post implant films for review, the reported filter tilt, perforation of strut(s) into surrounding tissue/organs and filter fracture could not be confirmed or further clarified. Anxiety and a burning sensation under the breast do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs, and fracture of one or more of the filter struts. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural or post implant films for review, the reported filter tilt, perforation of strut(s) into surrounding tissue/organs and filter fracture could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs, and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages.